Manufacturer narrative:
A complete analysis and testing of the unit showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis, with a blood glucose of 408 mg/dl. The patient was also experiencing nausea. Troubleshooting was performed, and the insulin pump had the wrong time and date, and it was unknown whether the basal rates were correct. The unit passed the prime test, but failed the high pressure test twice. Advised the caller that the insulin pump would be replaced. Nothing further was reported.